Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a520. Serial# unknown: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that about a month or more ago noticed that stimulation was too strong so decreased the setting however it hurts again. Patient said that since then has experienced a return of symptoms and said has horrible incontinence. When asked, no falls or trauma. Patient then said that around the end of 2020 went to see their managing doctor as it still wasn't right, still hurt patient said that during appointment therapy was adjusted. Patient said then was out of the country for about a year. Patient mentioned that about two weeks ago saw healthcare provider and healthcare provider adjusted the setting however patient said that it didn't resolve the issue. Reviewed therapy information and general programming guidance. With instruction, patient decreased the setting until it no longer hurt and left at 1.7. Patient to track symptoms. The patient mentioned unrelated medical history. This included that patient is getting blind and has gained weight. Based on results, patient to schedule reprogramming session if notices a return of symptoms as based on patient's description of therapy screen, only has one program. Patient said used to have three programs. Additional information was received from the patient on (B)(6) 2025. They reported that their prior ins was removed because it was hurting them.